Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag leaked from the side seam near the port. This occurred after the bag had been compounded with an unspecified solution. It was reported the bag had been stored in a refrigerator. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Microscopic inspection revealed a slow leak from a small tear in the upper right weld area of the spike port. Functional testing was also performed and revealed a leak from the tear. The reported condition was verified. The cause of the condition was not determined. A batch review was performed and it was found that during manufacturing, a leaking sample was identified due to a misaligned mandrel. The machine was cleaned, aligned, verified, and released for production. Impacted units were discarded. Should additional relevant information become available, a supplemental report will be submitted.